Event description:
Pt was taken to the or for laser ablation of proximal tracheal granulation. The procedure began at 17:25 with the insertion of the flexible bronchoscope and at approximately 17:48 the endotracheal tube ignited. The laser fiber and bronchoscope were immediately removed and cold saline flushed down the et tube. Then the et tube. Then et tube was removed, pt was re-intubated and ventilations began at fio2 100%. Examination of pt revealed diffuse superficial char of entire airway which was easiliy removed and suctioned clean. Some pulmonary edema was noted, greater on right side than on left. Pt was removed to pacu.